Event description:
Follow up with the surgeon revealed that the patient's generator had migrated to under the patient's armpit. It appears that the migration was causing the pain that was previously reported. It was also reported that the explant was for the patient's comfort.

Manufacturer narrative:
Device evaluation is not necessary because the reported event(s) have been determined as not related to vns therapy, but rather to the presence of the device.

Event description:
It was reported that the patient was experiencing pain around the vns generator site after a recent fall. The device had been disabled for some time. Therefore, the pain was not occurring with vns stimulation, but rather due to the presence of the vns device. The patient then underwent surgery to have the vns generator explanted due to the pain.

Manufacturer narrative:
Corrected data: follow-up report #1 inadvertently had left the lot # field blank. Device available for evaluation, corrected data: follow-up report #1 inadvertently had listed the device as available for evaluation and returned on 04/13/2017. Date received by manufacturer (mo/day/yr), corrected data: follow-up report #1 inadvertently had left the field blank instead of 04/19/2017.